Event description:
Device 3 of 4. Reference MFR. Report: 1627487-2014-24123, reference MFR. Report: 1627487-2014-24124, and reference MFR. Report: 1627487-2014-24126. The patient has four peripheral (off-label) leads 2 model 3169 (from different lots) and 2 model 3166 (from the same lot) implanted. It was reported the patient experienced pain at the ipg site as well as ineffective stimulation. Reprogramming was unable to resolve the ineffective stimulation. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.